Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(4) it was reported that during a stenting treatment procedure, stent under expansion occurred. Due to stable angina (ccs class 1), the patient underwent cardiac catheterization which revealed a 95% stenosed and 10mm long target lesion that was located in the proximal left anterior descending coronary artery (lad) with a reference vessel diameter of 3.5mm. The lesion was treated with predilation and deployment of a 4.0x20mm taxus liberte stent. Post stent deployment intravascular ultrasound (ivus) revealed stent under expansion. It was treated with post dilatations with a non-compliant balloon resulting in 0% residual stenosis. The patient was discharged 1 day later on protocol doses of aspirin and prasugrel.